Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred during the load process. There was no impact to the customer's blood glucose (bg) level due to this event; however, the customer reported an unrelated low bg level below 30 (mg/dl). Food was consumed and the settings adjusted to address bg levels. Reportedly, the customer attributed their low bg level to their changing schedule and not eating. System check for low bg with tandem technical support indicated the pump was performing as expected. The customer changed the cartridge and was able to install it onto the pump.